Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, hv lead impedance was noted. The lead was capped and replaced. The patient's condition is fine after the event.